Event description:
It was reported that the customer's device was showing all three icons (attention, service wrench and charge-pak). This is an indication that the customer's device may not have sufficient power to be able to provide effective defibrillation energy to a patient, if needed.

Manufacturer narrative:
The initial medwatch report indicates: (B)(4). The initial medwatch report should indicate: (B)(4).

Manufacturer narrative:
Physio-control evaluated the device and verified the reported issue. The cause of the reported issue was determined to be due to an electrically leaky filter, designator fl9 from the analog pcb assembly. The leaky filter caused the internal hlcs to become depleted.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.